Manufacturer narrative:
(B)(4).

Event description:
Per the physician: the device was in the patient, who had notable calcification in the groin area. When attempting to remove the sheath, the physician encountered difficulty. As it was removed, the device sheared in two. Part of the device was out of the patient and part was inside the patient. From the opposite direction/side, the physician advanced an 8fr sheath over the siring, still inside the body; then inflated a pta balloon and pulled in the debris/broken part into the larger sheath. The physician indicated this to be successful and no harm to the patient.